Manufacturer narrative:
The investigation for the aic (console) purge disc/flag issues has been completed. Data logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) several times. The console was returned for evaluation finding a broken purge disc flag was identified. Therefore, the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Event description:
The user facility reported that when the vad coordinator went to transfer automated impella controller (aic) to aic there was a purge disk error alarm. A new aic was used. There was no patient harm.